Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the sensor was not functioning properly. Customer stated that sensor reading was in the 400s and her blood glucose was 150 mg/dl. Customer reported the insulin pump alarmed calibration error. Troubleshooting was performed. Verified alarm in history. The sensors age was four days nineteen hours. The serter was used to insert the sensor. Alarm did not occur shortly after performing a find lost sensor. Customer is calibrating as indicated. Customer was advised to change sensor. No further information reported.